Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and found that external battery was not charging. The se replaced the battery and readjusted the plunger part of the exhalation valve. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.